Event description:
It was reported that the patient with this right ventricular (rv) lead noticed that they were seeing more negative deflections prior to helix extension on the tachy lead and there were lower impedances. However, once the helix was out, the deflections were positive. Upon review, the boston scientific representative stated that the impedance measurements were hardly about 500 ohms and they seem to be within the range. This rv lead remains in service. No adverse patient effects were reported. The lead was returned for analysis which indicated that the lead was explanted. No further information was provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Only the proximal segment of the lead was returned. Blood and body fluid was noted in the lumen. The setscrew marks were in the correct location on the terminal pin. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Visual inspection revealed no abnormalities. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this right ventricular (rv) lead noticed that they were seeing more negative deflections prior to helix extension on the tachy lead and there were lower impedances. However, once the helix was out, the deflections were positive. Upon review, the boston scientific representative stated that the impedance measurements were hardly about 500 ohms and they seem to be within the range. This rv lead remains in service. No adverse patient effects were reported. The lead was returned for analysis which indicated that the lead was explanted. No further information was provided.